Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient received a new tricuspid valve. After the procedure intermittent capture at maximum output was observed. The lead was replaced. No further information is available.